Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "wear and/or deformation of articulating surfaces."this report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-00325). Remains implanted.

Event description:
It was reported that patient underwent total hip right arthroplasty on (B)(6) 1996. Subsequently, a revision procedure was performed on (B)(6) 2012 due to wear. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 2012 due to hematoma and non-healing wound.